Event description:
Additional information was received that a commanded shock was performed, and the device was stable. The plan was to monitor the device as usual.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had rising shock lead impedance values over the past few months. The patient was seen in the clinic, and a breakdown revealed high out of range impedance values in all vectors greater than 125 ohms. It was noted that the pacing impedances for both rv and right atrial (ra) lead had also gradually risen. Field representative thought they might perform commanded shock for further troubleshooting, however it remains unknown if it was actually performed. Field representative would discuss plan with health care provider. Device remains in-service. No adverse patient effects were reported.